Event description:
When the catheter was inserted, it broke up when it was already in the vein and started leaking at the insertion point. The catheter was removed but only half of the catheter tubing came out. X-rays were taken and the patient was transferred to the operating room for removal of the catheter. The doctor then proceeded to remove the catheter. The doctor then proceeded to remove the catheter. After seven days, the suture was removed; no hospitalization was required.

Manufacturer narrative:
It is unknown at this time whether the sample is available for evaluation. If the sample is received, a supplemental report will be submitted. (B)(4).